Event description:
Additional information received from the customer that on (B)(6) 2025, a patient underwent an unspecified procedure using the duodeno video scope, and the following day a blood culture performed on the patient was positive for klebsiella pneumoniae. On (B)(6) 2025, the patient experienced abdominal pain, fever and nausea and vomiting. On an unspecified date the patient was transferred to critical care with elevated lactic acid, tachycardia, tachypnea, hypotension and septic shock. Treatment was provided with ceftazidime and avitactam. The patient recovered.